Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had a button stuck alarm. The customer's blood glucose level was 12.1 mmol/l at the time of the incident. The customer reported that they can push a button and the error was gone. It was reported that it happens every day, a few times a day. The device will not be returned for analysis.